Event description:
During preparation for a ptca treatment procedure involving a 70% stenotic lesion in the mid-rca, the maverick device was suspected to have a small hole in the balloon. The maverick balloon was exchanged for another balloon catheter. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.